Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Customer continued to use pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl. Suspected cause was due to having a basal rate that was too high low. Customer consumed carbohydrates to address bg. Customer updated their pump settings to address the event.